Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified high cannula mount voltage and errors 1162, 31092, and 31093 for the universal surgical manipulator (usm). The usm was replaced to address the issue and the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was tested on an in-house system and failed normal mode as it triggered errors 31093, 31092, and 1162. After further investigation, fluid intrusion was found along the axes controller spar cannula (acsc) printed circuit assembly (pca), causing a short. The unit was also tested on a fixture test platform and passed lissajous, direction test, brake test, fiber, and sine cycle. The acsc pca and the cannula flat flex cable (ffc) will be replaced as a fix. A review of the site's complaint history indicates that there are no other reportable events related to this complaint. This complaint is being reported based on the following conclusion: a usm was causing multiple frequent errors after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, arm 3 was faulting about every 5 to 10 minutes during the case with a recoverable fault. The site said they undocked and reseated the drape prior to calling technical support. The logs showed error 31092 and 31093 on arm 3 cannula mount. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.